Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue; however the reported issue was verified after an evaluation of the electronic patient event record. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself several times during patient use. The customer was unable to provide further details about the event or the patient.